Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and the healthcare professional (hcp) inquired as to why the patient received therapy. The arrhythmia in question was determined as "questionable fvt/vf vs af/rvr" resulting in a "possible inappropriate therapy." It was noted that the arrhythmia was converted back to sinus rhythm by the therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.